Manufacturer narrative:
Concomitant medical products: 694765 lead, (B)(6) 2011; 419678 lead, implanted: (B)(6) 2012 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room due to shocks and syncope. A remote transmission showed possible inappropriate shock for atrial fibrillation with rapid ventricular response versus ventricular tachycardia. Atrial undersensing was also noted. The device remains in use. No further patient complications have been reported as a result of this event.